Manufacturer narrative:
Patient¿s weight is unknown. This report is for eight (8) unknown screws. Partial part number of the screws reported as 212.1xx. Specific part and lot numbers are unknown. Without the specific part and lot number the UDI is not available. Original implant date is unknown. Complainant device is not expected to be returned for manufacturer. Review/investigation. Number (510k#): unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision of a plate and eight screws on (B)(6)2017 due to malunion and nonunion. The 3.5mm locking compression plate (lcp) proximal humerus plate and screws were originally implanted on an unknown date. The procedure included implantation of multiloc humeral nail + ria bone graft harvest from left femur & application. The procedure was successfully completed with no delay. The patient outcome was as planned. This report is for eight (8) unknown screws. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
A product development investigation was performed for the subject device: unknown locking screws (part unknown / lot unknown / quantity 8) were reported with the complaint category of ¿no reported product problem: adverse event: nrm.¿ however, the devices were not returned for investigation; only an x-ray was provided. The provided x-rays in ¿(B)(4) x-ray 1 from sales consultant (B)(6) 2017,¿ ¿(B)(4) x-ray 2 from sales consultant (B)(6) 2017,¿ ¿(B)(4) x-ray 3 from sales consultant (B)(6) 2017,¿ and ¿(B)(4) x-ray 4 from sales consultant (B)(6) 2017¿ were reviewed. The provided images show a plate with three (3) screws in the shaft of the plate and five (5) screws in the head of the plate. No defects or deficiencies in the devices were observed on the x-ray. As the complaint category for these devices is ¿no reported product problem: adverse event: nrm¿ the condition is confirmed and consistent with the reported condition. Replication of the condition is not applicable for this complaint condition. As the physical devices were not received no further dimensional or material testing could be completed and the device could not be inspected to the drawing specification. A DHR review could not be performed as the lot number is unknown. In conclusion, a visual inspection via the provided x-ray was performed as part of this investigation. No defects of deficiencies in the devices were observed on the x-ray. Thus, it is confirmed that no product problem was identified. No definitive root cause was able to be determined as circumstances surrounding the event are unknown. During the investigation no product issues were observed that may have contributed to the complaint condition. No new malfunctions were observed during the course of this investigation. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.